Manufacturer narrative:
Retainer ring was black. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 43 alarms noted during test. However, unit received with corroded motor home switch. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, faded serial number label, corroded electronic assemblies and corroded battery tube. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm multiple times. Customer stated that they were able to clear the alarm and complete pump rewind. Customer stated that displacement verification table test passed. No harm requiring medical intervention was reported. The device will be returned for analysis.